Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
(B)(6): 09-aug-2024. Follow-up 1st attempt comments (rec) attached the e-mail in "attachment(s)" field below. "1. Please confirm the number of products affected. ="1". Important: if used, please confirm if the samples are contaminated with blood or cytotoxic medication. ="syringe has only been in contact with nacl" 4. If you have retained a sample for investigation, please provide us with the pick-up address (full details ¿ please use the template below). We've had some difficulties using a: 3p 60 ml and 1 ml syringes - - references 300865 / 309628. Description: leakage from the plunger when drawing up a solution. I'm holding the faulty device at your disposal for expert appraisal. Clinical consequences observed : no. Conservation measures and actions companies : the 60 ml syringe was only in contact with naci.

Event description:
No additional information.

Manufacturer narrative:
Pr 10614657 follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection a leakage past the stopper ribs was observed. Upon further evaluation, the barrel is observed to be damaged near the 10ml marking, causing the leak when the stopper is moved across this portion of the syringe. A device history review was performed for reported lot 2404051, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Six retained samples of the reported lot were used for additional evaluation. All product was inspected, no damage or defects was observed on any of the devices and no leakages occurred on the retained products or on the undamaged samples provided. While we cannot identify a direct issue, based on the damage observed it was determined this likely occurred during the assembly process. Manufacturing personnel have been notified of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.